Event description:
It is reported that the trabecular metal humeral proximal trial broke off into the pt with the distal trial still attached. Surgery was delayed for 45 minutes trying to retrieve the distal trial. Surgeon was unable to retrieve the distal trial.

Manufacturer narrative:
This report will be amended, when our investigation is complete.